Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. Analysis inspected the insulin pump and no trace of moisture damage found on the electronic or motor assembly. The insulin pump had broken reservoir tube lip and scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 201 mg/dl at the time of incident. The customer's mother stated that they were unable to clear the alarm. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.